Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited failure to sense and high capture threshold. Lead micro-dislodgement was suspected. The atrial lead was explanted and replaced. During the replacement procedure, it was noted that the atrium was quite diseased. Patient was stable.